Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a ventricular episode with possible far field signals and some cross chamber blanking and/or intermittent under sensing. There were too many "rhytmiq" episodes recorded as well. Finally, there were also pacemaker mediated tachycardia episodes recorded. Various reprogramming options were discussed. The pacemaker remains in service. No adverse patient effects were reported.